Manufacturer narrative:
The device was not returned to the manufacturer for evaluation as it as disposed by the facility.

Event description:
Dilatation of the proximal right coronary artery was performed. Upon stent deployment, the pt moved and the stent position deviated from the lesion. The imaging catheter was used due to residual stenosis in the distal stent. The imaging catheter's guide wire exit port became stuck on the distal edge of the stent upon pull back. An attempt to remove the imaging catheter using the parallel guide wire technique was unsuccessful. According to troubleshooting, a second attempt was made and the situation did not change. On the third attempt, the imaging catheter was successfully removed. The procedure was completed with deployment of another stent.